Event description:
Allegedly the patient was revised for instability; malalignment (left).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00357 and 00359. This event occurred in the (B)(6).